Event description:
During a remote follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no abnormalities. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.